Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: product family: superion implant upn: (B)(4), model: 101-9814, serial: n/a, batch: 800256.

Event description:
It was reported that sometime post implant, the patient had a spinous process fracture. It was assessed that the patient had osteoporosis. The patient underwent an explant procedure. The patient was doing well post operatively.